Event description:
It was reported to philips that the device froze during the charge portion of operational testing. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. J16 had lifted pins.